Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the fluid/gas exchange failed during a vitrectomy procedure. The cassette was noted to be damaged. There was no harm to the pt. Additional info has been requested.